Event description:
The patient had no stimulation sensation. There was no known related accident, incident, or trauma. The patient saw a manufacturer representative on (B)(6) 2010, and at that time all four electrode combinations showed impedances greater than 4,000 ohms. It was noted that at the time of implant surgery, electrode "0" had showed impedance greater than 4,000 ohms and it was decided to continue on as that electrode was not active during stage I. The patient had reprogramming on (B)(6) 2010, to gain better benefit. It worked for a while but when on a six week trip to the east coast, the patient lost stimulation, approximately mid-october. She had a follow-up appointment scheduled for (B)(6) 2010. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).